Event description:
It was reported that during a lobectomy procedure, the device was locked out at the third firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was removed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The orange indicator did not show up completely. While no conclusion could be reached as to how the feeding issue occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.